Event description:
According to mcs coordinator "this patient had her controller switched out on (B)(6) 2015. She called yesterday reporting that she was unable to hear any alarms. She came in and I confirmed the same issue. I created a low flow and high priority alarm, and unless I had my ear to the controller, with it out of the pack, I was unable to hear the alarm."

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported from (B)(4) by the vad coordinator that this female patient was unable to hear any alarms. She just came in and the issue was verified. Unless ear was on the controller, with it out of the pack, the alarm could not be heard. The controller was exchanged with no effects on the patient. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The company is seeking this information through the event investigation.